Manufacturer narrative:
(B) (4).

Event description:
After the pt's last refill, a system contents removal of morphine was performed. The pump was then filled with a mixture of morphine and clonidine. The morphine was delivered at 6.498 mg/day and clonidine at 2.166 mcg/day. The pt experienced withdrawal; it was believed, there was an issue with the medication mixture. The pump was refilled with a new mixture; the old mixture was sent for analysis. During the withdrawal period, the pt was denied boluses when using the ptm. On (B) (6) 2010, the company representative saw the pt pull the ptm away "too soon." The ptm logs were reviewed and it was believed to be a pt technique problem. It was believed the pt was anxious and led to her err in technique. There was no difficulty requesting boluses with the rep present. On (B) (6) 2010, the pt experienced nausea, vomiting, abdominal cramps, and diarrhea. The pt was hospitalized. There were no pump alarms. There were no volume discrepancy. A dye study was done and no problem was identified. The pt outcome was not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.